Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. The provided evidence shows a total left and right knee arthroplasties with no signs of bone or assembling abnormality; according to the visual information, there is no evidence that shows the blood in joint and synovial pinching alleged were consequence of a device defect or failure. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2009 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The surgery was completed without indication of complication by the surgeon. Office notes (B)(6) 2021 indicate the patient is experiencing pain and swelling of the right knee in addition to the previously noted ae. No additional treatment provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(6). Clinical adverse event received for blood in joint; synovial pinching probable event is not serious and is considered mild event is possibly related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2009. Date of event (onset): (B)(6) 2021 (right knee). Treatment: right knee aspirated - blood tinged aspirate/ medrol dosepak given /if no improvement, may need an exploration of the knee with poly exchange